Event description:
It was reported that x-ray taken on (B)(6) 2011 revealed externalized conductor. Decrease in r-wave and t-wave oversensing were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.